Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular could not confirm the reported difficult to remove sheath. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regards to the difficulty with removing the protective sheath appears to be related to normal variation found in manufacturing. There was no indication of a product quality issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The 3.0x15 nc trek rx referenced is filed under a separate medwatch report number.

Event description:
It was reported that during preparation of a 3.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) resistance was felt while attempting to remove the protective sheath from the balloon, force was applied and the sheath finally came off of the balloon. Due to the difficulty removing the protective sheath, the bdc was not used in the procedure. An attempt was made to inflate the balloon outside the anatomy and a balloon rupture was confirmed by contrast coming out of the balloon. A 3.00 x 12 mm nc trek rx bdc was then selected and resistance was felt while attempting to remove the protective sheath from the balloon on this bdc also. Force was applied and the sheath finally did come off of the balloon. Due to the difficulty removing the protective sheath, the bdc was not used in the procedure. There was no prep done to either of the balloon dilatation catheters prior to attempting to remove the protective sheath. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.